Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Date of event: unknown. This report is for six unknown screws. Part and lot numbers were not provided by reporter. Other number¿UDI: unknown part number, UDI is unavailable. Implant date is an unknown date in (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown locking plate and six unknown screws were removed from the patient's distal tibia on (B)(6) 2016 due to infection. The hardware was removed intact. There was no report of surgical delay or need for additional medical intervention. The original implant surgery to treat a tibial fracture was performed on an unknown date in (B)(6) 2015. This report is for six unknown screws. This report is 2 of 2 for (B)(4).